Event description:
The customer reported that he activated the device on (B)(6) 2012 at 11:26 pm. At 4:57 am, his blood glucose measure 290 mg/dl, so he took a 11.3 unit bolus dose of insulin. At 5:33 am, his bg was 309 mg/dl; another 15.2 units were given by bolus. Twelve minutes later his bg reached 335 mg/dl and he deactivated the device. He stated that the "pod had not inserted."

Manufacturer narrative:
The device was not returned to evaluation. We are unable to confirm any product malfunction. The customer reported that the cannula did not insert into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported so no qualification record was performed. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."